Manufacturer narrative:
(B)(4). A visual, dimensional, or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history review could not be conducted since the lot number and product code was not provided. No corrective action can be implemented due to the lack of product code and batch number to perform a proper investigation to determine a root cause. The customer complaint cannot be confirmed due to the lack of product sample and batch number to perform a proper investigation and to determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
Bullet detached from suture in use. They performed an xray and the detached piece is still in the patient. They did not retrieve it but informed the patient. No patient complications.

Manufacturer narrative:
(B)(4). No issues or discrepancies were found in the device history record of product code 833-124 / batch 74j2000453 that can be related to the failure mode reported. Incoming inspection records of the product code 163624ph involved in the manufacturing of product code 833-124 / batch 74j2000453 were reviewed, no issues or discrepancies were found. A corrective action cannot be implemented at the time since no photos or sample involved in the customer complaint was not sent for analysis. Customer complaint cannot be confirmed based only on the information provided to perform an investigation and determine the source of defect reported. It is necessary to evaluate the sample involved on the complaint.

Event description:
Bullet detached from suture in use. They performed an xray and the detached piece is still in the patient. They did not retrieve it but informed the patient. No patient complications.